Event description:
A malfunction alarm was reported after the customer's pump briefly got wet in the shower. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears. No additional information regarding the outcome was provided.